Manufacturer narrative:
Concomitant medical products: product ID 8780 serial# (B)(6) implanted: (B)(6) 2023 product type catheter section d information references the main component of the system. Other relevant device(s) are: product ID: 8780, serial/lot #: (B)(4), ubd: 15-feb-2025, UDI#: (B)(4)medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a patient receiving dilaudid via an implantable pump. The indication for use was non-malignant pain. It was reported that the patient called in on (B)(6) 2023 and stated morphine was their 'primary drug' and 'my pain is the same as it was before the pump was installed. There's been many adjustments made and I'm getting discouraged because of what's happened in the past.' The patient clarified they've been given oral morphine (confirmed prior to pump) for a broken leg, a severe sinus problem, and when 'something was growing behind my eye,' but 'it didn't touch the pain,' so they used 'dilaudid maybe instead.' The patient stated they will talk with their healthcare provider (hcp). The patient called back on (B)(6) 2023 and stated that since implant the pump was not covering the pain that it was implanted for. The patient stated that during the trial they were on morphine and after about 8 10 minutes they got 15 hours of total pain relief. The patient was not getting any pain relief with the morphine so they just put in dilaudid and they were trying to see if that will help. The patient asked if maybe the pump was not working? The patient stated they were not hearing the pump alarming and when they did the fill, the pump was nearly empty. The patient asked if they can check the catheter the manufacturer's patient services specialist (pss) reviewed the catheter dye study and redirected the patient to their hcp, as the study was at the hcp's discretion. The patient was redirected to their healthcare provider to further address the issue. The patient called back on (B)(6) 2023 and stated that they did a catheter dye study, which determined the medication was being dispensed outside the spinal canal which was causing constipation. The patient mentioned they never had pain relief since the date of implant and switched from morphine to dilaudid with no improvement. The patient statedthey have a revision scheduled for july 13th. The patient stated the hcp determined the pump seemed to be running fine and it was just an issue with the catheter so they would likely only revise the catheter. The patient inquired about the pump design/functionality. Pss reviewed info and redirected patient to further discuss their specific situation with their hcp.